Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-17250; 2017865-2020-17254. It was reported that an asymptomatic patient presented with lead noise due to their current right ventricular and inactive atrial lead. During the explantation procedure for the two leads on (B)(6) 2020, the current atrial lead became dislodged. The entire pacemaker system was explanted and replaced during the same procedure. Pacemaker had no issues and was replaced as an MRI upgrade. Patient was stable after the procedure.